Event description:
The customer reported that power cord is damaged and needs replacement. No patient injury was reported.

Manufacturer narrative:
The ge service rep replaced a damaged power cord. System is now operating as intended.